Event description:
Boston scientific received information that a revision procedure was performed due to suspected right ventricular (rv) lead fracture. During the revision, this implantable cardioverter defibrillator (ICD) was programmed to monitor only(mo), not off. The associated rv lead was explanted, and lead fracture was confirmed. After the new rv lead was connected to this ICD, and tested with a competitor pacing system analyzer (psa), an error/fault code was displayed. It was believed that the electrocautery knife was too close to the ICD, which was the cause for the fault/error code. Before the revision took place, this ICD was interrogated successfully. The decision was made to explant and replace this ICD along with the rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual inspection indicated no anomalies. The device memory showed a shock into a shorted lead followed by 2 charge time outs resulting in end of life (eol) battery indication. X-rays revealed the plasma fuse was open. The device is designed to open up the plasma fuse if it shocks into a shorted lead.

Event description:
Additional information was received that this device had delivered inappropriate shock therapy due to oversensing several days before the revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned for shorted lead and error codes. Visual inspection showed no anomalies. The device was returned at elective replacement indicator (eri). Device memory showed a shock into a shorted lead then charge timeouts declaring eri. X-ray showed the plasma fuse is open. The device is designed to open up the plasma fuse if it shocks into a shorted lead. Additional laboratory testing was performed which indicated that due to the shock into a shorted lead and the open plasma fuse, the device is unable to deliver any shocking therapy.